Event description:
According to the reporter, during the laparoscopic low anterior resection, when on firing at the rectal resection, the knife was pulled back on its own without completing the firing. It was confirmed that the connection part of the adapter and the shell was loose. The components were reattached as it was. Additional resection was performed, and additional suturing was done with a stapler to resolve the issue.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial # (B)(6) ) sigpshell, sig power sigpshell control shel (lot # n5f1827y), sigphandle, sig power sigphandle handle, (serial # (B)(6)), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.